Manufacturer narrative:
Supplemental report 01 . Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d5: operator of device. D9: device available for evaluation has been selected as yes & date returned to mfg was added as well. E1: address. H6: investigation results under type of investigation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 . Manufacturing site: 3003442380.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that two infusion sets fell off during use on (B)(6) 2025. The infusion sets were in use for twelve hours.